Event description:
A healthcare facility in ohio reported via a fisher & paykel healthcare (f&p) field representative that two bc801 infant nasal mask medium bcpap were not creating a seal during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4) section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the two subject units, bc801 infant nasal mask medium bcpap were received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject devices were performed. The returned masks were observed to have a thinner nasal wall and misaligned at the parting line. This created a gap between the mask and flexitrunk and the inability to seal, thus confirming the reported fault. The supplier also confirmed that two pins of a moulding tool was replaced, it was noted that there was misalginment of the pins of the tool. Conclusion: our investigation concluded that the misalignment of the moulding tool pins caused the partial misalignment of the masks parting lines, and hence the wall thickness. The moulding tool pins have been replaced in november 2024 as a corrective action. Our user instructions which accompany the bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject bc801 infant nasal mask medium bcpap to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two bc801 infant nasal mask medium bcpap were not creating a seal during patient use. There were no reported patient consequences.